Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and blood glucose level was 40 mg/dl. Customer¿s blood glucose level was 90 mg/dl. Customer¿s other relevant blood glucose level 72 mg/dl. It was also stated that the insulin delivery was not suspended due to sensor glucose value. Customer experienced skin redness because of oval tape and did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.